Manufacturer narrative:
Device was received and evaluated by beta bionics. User complaint of touchscreen damage was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet device¿s touchscreen cracked after the user accidentally rolled onto it, and the device remained functional but required replacement. Symptoms included no adverse clinical effects and blood glucose was 112 mg/dl. Outcomes included no injury, no medical intervention, and continued therapy management with backup options discussed. Investigation included customer interview and logistics review with instructions provided for shutdown, data sync, and return. Investigation of this device revealed physical damage to the touchscreen consistent with accidental user-induced breakage, with no device-generated alerts or malfunctions reported. It was concluded, based on previously established findings for similar reports, that the cause was user-induced mechanical damage unrelated to device performance.